Manufacturer narrative:
Additional information received on (B)(4) 2019 that the pump faulted with patient, however there was no patient injury. Evaluation device: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with damaged lens. Event history log review was performed and found no evidence of reported problem. Visual inspection and accuracy testing were performed. The customer's reported problem could not be duplicated. According to the investigation, the accuracy testing showed that the unit is currently within the 3% tolerance spec. No problem found. The problem source of the reported problem is unknown.

Event description:
Information was received that this smiths medical cadd solis vip pump experienced "under delivery". It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.